Manufacturer narrative:
Concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2016 product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A total of 86 ventricular sic occurred in the previous 5 days. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sic. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of 5 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms occurred from (B)(6) 2016 to (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The right ventricular pace impedance was stead at approximately 376 ohms through (B)(6) 2016 then rises to 703 ohms by (B)(6) 2016.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to short interval counts and oversensing on stored episodes. The pacing impedance was also noted to have increased. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sensing integrity counter was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 11 months later, the patient heard another alert. The pacing impedance was noted to be high and all vectors including the ring electrode was noted to have varying trends. The ring electrode was suspected to be fractured. Reprogramming was performed. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote monitoring transmission found that another lead impedance warning was triggered. The pacing impedance was noted to fluctuate to be high/undefined. The current measurements were noted to be in the expected range.